Event description:
Attorney's report of patient's death due to alleged medical negligence involving a ck mesh patch. In 2005 - patient underwent ventral incisional hernia repair, during which a composix kugel mesh was implanted. The doctor "was negligent and careless in ordering this particular patch and that the dr lacked the necessary knowledge and skill to properly care for the pt's condition". In 2007 - as a result of the surgeons negligence, the pt was not properly treated, and as a result the pt died.

Manufacturer narrative:
The complaint information rec'd to date does not include any alleged device deficiency or defect. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned, or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical information/records and death certificate/autopsy report have been requested. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.